Event description:
Ordered duovisc and viscoat from alcon laboratories, inc. And product arrived at 58.8 degrees f. This is the third time we have ordered product from alcon which has arrived over labeled temperature range of 36 to 46 degree f. We notified alcon laboratories, inc. Of the issue. In response they stated as long as the product does not exceed 80 degrees f it was ok to use. However their written documentation provided says "alcon laboratories inc. Cannot assure the effectiveness of these products nor recommend their use once they are stored outside of the labeled guidelines." Upon review of the package insert it clearly states temperature range of 36 to 46 degrees f. The cold chain management of the product is not keeping with labeled guidelines.